Event description:
It was reported that the ventilator's air gas module and pneumatic back-plane printed circuit board were contaminated with liquid. There was no patient harm reported. Manufacturer's ref.#:(B)(4).

Manufacturer narrative:
According to the information received from our field service engineer (fse), air gas module and pneumatic back-plane printed circuit board of the ventilator were found contaminated with water. There was no patient harm. Uploaded service report confirms the issue. Log files were not provided. Our field service engineer (fse) was on site and found out that the damaged parts, air gas module and pneumatic back-plane printed circuit board, require replacement. No feedback from the customer is available. Moreover, information about the current status of the ventilator has not been provided. No parts were returned for further investigation. Since no parts were returned for investigation, the root cause of the event has not been determined.

Event description:
Manufacturer's ref.#:(B)(4).

Manufacturer narrative:
**Device related data quality updates only** a correction of fields # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) # was required. D1 ¿ brand name: - previous brand name: servo-s - corrected brand name: servo-s base unit d4 ¿ version or model #: - previous version or model #: servo-s - corrected version or model #: 6640440 d4 ¿ unique identifier (UDI) #: - previous unique identifier (UDI) #: missing - corrected unique identifier (UDI) #:(B)(4).

Event description:
Manufacturer's ref.#: (B)(4).